Manufacturer narrative:
The customer alleged that discrepant results were generated with the cobas ampliprep / cobas taqman hcv test. Specifically, the customer reported that two collections (serum) were taken from the same patient generated discrepant results. Although requested, no patient samples were returned for further investigation. Retain testing was performed for an unrelated case; results generated met specifications. Additionally, the customer allegation was not seen in the product release data for the complaint kit lot and no internal non-conformances were identified, indicating that there is no evidence of a product issue associated with the complaint kit. (B)(4).

Event description:
A customer site in (B)(6) alleged that discrepant results were generated with the cobas ampliprep / cobas taqman hcv test. Specifically, the customer reported that two collections (serum) were taken from the same patient generated discrepant results. The customer stated that a patient previously monitored within the lab tested with the cap/ctm hcv test several times. Historic results showed the patient typically generated results of (B)(6). Recent testing of the same patient generated (B)(6) when using the cap/ctm hcv test. The patient testing was repeated and (B)(6) results were generated. The customer reported that two collections (serum) were taken from the patient.